Event description:
It was reported that the patient was unable to adjust the stimulation and had received a power on reset (por) condition with a ¿call your doctor¿ icon. The por had first noticed while the patient was at a nursing home over the past weekend. The por was an informational por and was able to be cleared. The patient was able to turn the stimulation on and could feel the stimulation. The issue had resolved.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).